Event description:
A patient/lay person called lifescan in 2007, alleging her one touch ultra meter was reading inaccurately. This complaint was classified based on the documentation by the customer care advocate (cca). The patient obtained the following results: 218, 235, and 296 mg/dl. The readings were taken more than 20 minutes apart. After the issue began, the patient took humulin 4 units and humalog 5 units based on the meter results (i.e. Sliding scales). The patient also reported that after the issue began she experienced sweating. No medical intervention was received. The cca documented the patient was using the correct source, using the proper cleaning and testing techniques, and using the proper source for obtaining blood. The meter was read in the proper orientation and the proper unit of measure (mg/dl). Product was replaced. Because the patient alleged that she experienced sweating after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.